Event description:
The customer's mother reported via phone call that the customer had been hospitalized due to high blood glucose levels and mild diabetic ketoacidosis. The customer's blood glucose was 467 mg/dl. The customer's mother was unsure of any significant events leading to the hospitalization, stating that the customer had been with her father at the time. The caller believed that there may have been an insertion site-related issue leading up to the event. The customer was discharged the next day after admission.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-62407.